Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented with pericarditis as a possible complication related to the implant procedure of the device. A thoracic tomodensitometry confirmed a pleural and pericardial effusion. The patient recovered after a regular treatment of the pericarditis. Both leads and the device remain in use. No further patient complications have been reported as a result of this event.